Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the appendix on a laparoscopic appendectomy, the surgeon fired once ratcheting sequence, deploying the stapling line approximately 1/4 of the cartridge length. The surgeon then removed the stapler thinking that a full transection across the appendix had been made. When removing the stapler, it was discovered that the appendix was not completely transected, and the appendix began to leak a small amount of fluid. A competitor¿s stapler was opened and used to complete the transection. The specimen was removed, and the abdominal cavity was copiously irrigated and completed in normal fashion. The patient was transferred to post-anesthesia care unit. The patient's hospitalization was extended to three days. The patient incurred a temporary injury.